Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported patient archives/logs were unavailable from the site. Software analysis could not be performed. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Device mfg date now provided. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The site has performed successful surgeries utilizing the system since the reported event occurred. No issues reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, the surgeon was unable to navigate in the mach cranial software. After attempting to transfer the imaged form the polestar software to the mach cranial software, the surgeon received a 'stopwatch' icon on the screen and was unable to move in the application. The software became unresponsive. In trouble-shooting, a system re-boot restored normal function. Delay to surgery was approximately 20 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.